Event description:
It was reported that a patient using the ilet experienced elevated blood glucose, with a peak reading of 309 mg/dl after eating a larger-than-usual breakfast, and the glucose level was trending downward at the time of the report; the patient also noted concurrent medication use as a potential contributor. Symptoms included hyperglycemia. Outcomes included no reported injury, no medical intervention beyond routine self-management, and no hospitalization. Investigation included complaint intake review, device use review, and troubleshooting and education with the patient. Investigation of this case revealed no confirmed device malfunction, with the event consistent with physiologic causes such as increased carbohydrate intake and possible medication effects. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.